Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 5/22/1998. Customer sought medical treatment of 6/6/1998 for an infection at the site of piercing. The earring was removed and a prescription for antibiotics was provided to the customer.